Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with the pump delivering insulin per reports and reservoir volume decreasing, yet with limited glycemic effect; the user changed infusion sites daily and then transitioned to multiple daily injections, after which glucose levels were reported normal at the time of contact. Symptoms included elevated blood glucose up to 569 mg/dl and feeling generally unwell without dehydration or acute complications. Outcomes included use of back-up therapy with subcutaneous insulin pens and no need for external assistance or professional medical intervention. Investigation included troubleshooting and education with a clinical resource, review of device use and alerts, and assessment for potential contributing illness given a recent flu. Investigation of this case revealed a cause that remained unclear, with no confirmed device malfunction identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.